Event description:
The customer contact reported the patient received less medication than intended. On (B)(6) 2012 at 1200, the device was programmed to deliver an unspecified concentration of nimotop, at a rate of 5 ml/hr, with a vtbi (volume to be infused) of 50 ml, for a duration of 10 hours and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse reported only 35 ml had been delivered, instead of an unspecified volume. At that time, the nurse reprogrammed the rate to 999 ml/hr and the delivery was started; however, no medication was delivered. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.